Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. This test result was obtained after the new generator was connected to the original lead. It was reproted that high lead impedance readings were also obtained when the original system was tested prior to the generator replacement surgery. Pre-implant testing of the replacement generator was within normal limits, thereby indicating that there may be a problem with the original lead. Both the original lead and the original generator were replaced. Analysis of the returned product confirmed a break in the both lead coils.